Event description:
Customer reported an underinfusion of tpn and an overinfusion of lipids. Patient had tpn and lipids infusing on 2 separate pump modules attached to one programming module. The intended infusion rates were tpn at 26 ml/hr and lipids at 2 ml/hr. Both infusions were started at 1200 am. At 0430, the channel with the lipids alarmed for air-in-line and it was noted that the lipids were infusing at 26 ml/hr and the tpn at 2 ml/hr. Reportedly, the patient experienced a high blood triglyceride level that resolved spontaneously. No blood glucose anomalies were reported with the tpn underinfusion. No patient harm reported, no medical intervention required and no long term ill effects experienced by the patient. The data set and event logs from the pcu and lvp modules were received. Investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Additional devices involved: alaris infusion pump module 8100, device manufacture date 03/2007. Patient information requested, and all available information is included.